Event description:
It was reported to ge that the extension cone on the 48-4 hanger swung down and hit the technician. The technician was reportedly knocked out and subsequently admitted to the hosp. There was no failure of the device. The tech did not completely lock the angulation mechanism.